Event description:
It was reported the patient began experiencing increased baseline spasticity following a pump and catheter replacement in 2008. The patient was seen in the clinic. The programming of the new pump was checked. It was confirmed the correct concentrations and dose of drug were programmed. The drug used in the pump was lioresal 500 mcg/ml and preservative free morphine sulfate 3 mg/ml programmed to infuse a basal rate of 2.77 mcg/hr from 2300 to 0700. Two additional programs were used; at 0700, 1.74 mcg/hr for 8 hours and at 1500, 2.00 mcg/hr for 8 hours. The total daily dose was 52.12 mcg/day. No therapeutic bolus had been given. Dilution of the drug in the pump, with water from the new pump reservoir, was being considered as 15ml was the initial fill volume. Some sterile water may have remained in the reservoir. The patient had previously been on the same concentration/dose for several years and only noticed a change in the therapy the night after the pump replacement. Six days later, the patient began to have seizures and was admitted to the hospital. The patient was seen by the hcp and was treated for withdrawal (unspecified symptoms and treatments). The pump appeared to be working but the patient reportedly "was not doing well clinically". It was decided there was a problem with the new pump. On thirteen days after the original date, the patient again underwent pump replacement. The patient remained hospitalized for another week before returning home. At the time of the patient's discharge, the patient was still experiencing some spasticity in the legs, but had improved.